Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had poor coupling with recharging. Patient stated it was taking too long to charge, poor coupling. Patient reported it was difficult to charge his ins since 2017, patient used the belt to charge, when he sits down it moved, and it would do multiple times, it would take longer than an hour to charge difficulty with charging since about a year ago. Patient stated he got frustrated and gave up, he would go 1 to 2 weeks without charging. It was mentioned patient had a lot of hip pain in both sides since 2018 about 4 months ago. Patient stated pain occurred today and pain was bad last night. Patient stated that he could move the ins about a ¼ inch either way, patient had gained weight, 15 lbs since implant on (B)(6) "2018". Patient reported he falls all the time, he had diabetes with peripheral neuropathy, and he used a walker. Patient had talked with his doctor office and was suggested to call manufacturer. It was reviewed the possible ins pocket considerations such as weight gain, patient services (pss) suggested patient talked to doctor about weight gain and movement of ins in the pocket. Patient was redirected to follow up with healthcare professional to check the ins. It was noted t he was having a lot of trouble maintaining coupling while charging his ins, he wanted to see if a recharger replacement would correct the issue. Rep told patient if he was still having difficulty with recharging and connecting his ins, he needed to go see his physician. Patient used to be able to charge his ins with no problem, but it had gotten worse in the past year. Additional information was received on may-08-2018 from patient stated that they received the replacement recharger and he was still having the same coupling issue during recharge. Pss recommend patient contacted his doctor to have the ins checked. Additional information was received from representative on may-11-2018. It was stated the event was occurred during normal use, and the recharger was not returned, it was still in used and it won¿t be replaced in the future. Patient experienced difficulty recharging and was having trouble keeping paddle correctly positioned over the implant. Troubleshooting included patient was easily able to obtain 8 bars sitting, standing, and laying in clinic, battery took charge quickly and patient was able to go from discharged to 50% within 45 minutes. It was noted the action was taken to resolve the issue was patient was coach on proper placement and re-educate on machine, the issue was resolved at this time of this report, and hcp had no further information from manufacturer. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of coupling issues was patient ability/education. They were able to obtain 5 bars easily when in the office, patient was able to do so as well. Re-education was the only action taken to resolve the coupling issues. Patient and his wife were both thoroughly educated on the recharger, ins location was traced with skinmarker to help after heading home. It was unknown if the patient¿s coupling issues had been resolved at this time. Patient had a meeting to come in on (B)(4) but did not show up for their meeting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having trouble with his stimulator because he cannot get it to charge up. He was unsure if it was due to the implantable neurostimulator or implantable neurostimulator recharger. The patient noted that he has had the stimulator for 6 years, and in the last 2 years he has been having issues with it because it is not doing the same job it was doing 6 years prior to the report. The patient noted that he does not have any way of proving this issue, but he feels that his body feels like it is not doing any good. Additionally, the patient had his implantable neurostimulator recharger plugged into the desktop charger for the last 4 days, but he keeps getting a message on the implantable neurostimulator recharger telling him to recharge his implantable neurostimulator recharger. It was confirmed that the green light was not on the desktop charger, despite the desktop charger being plugged into the wall. The connector pin did not look bent or damaged. The screen on the implantable neurostimulator recharger changed to the charging recharger screen with the battery flashing on the first quartile. Then the screen went to the charge your recharger screen. The patient indicated that this issue has been occurring for at least a month. The recharger was not charging up. The patient had mentioned something about the connection on top of the recharger. A replacement recharger was sent to the patient. The patient indicated that the recharger was still not charging, so a replacement desktop charger was sent to the patient. Additional information was received via a manufacturer representative from a health care provider regarding the patient on 2018-(B)(6). It was reported that the patient had the spinal cord stimulation system completely explanted at the same time that they had a new pump implant. The reason for removal was due to lack of therapy. The environmental/external factors which may have contributed to the event remain unknown. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that it was taking longer to recharge than it used to that on (B)(6) 2018 it took 3.5 hours to charge from a fully depleted state. Again the patient noted that they get full coupling and had not changed settings. The patient also reported that therapy was not as effective as it used to be for pain reduction. The patient had an appointment scheduled with their hcp on (B)(6) 2018 to address these issues. No further complications were reported.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger; product ID: 3778-60, serial# (B)(4), product type: lead; product ID: 3778-60, serial# (B)(4), product type: lead; product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the implantable neurostimulator (serial # (B)(4)) found the battery had reduced capacity due to overdischarge. Additional review indicated conclusion code, method code, and results code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: additional review indicated conclusion code 67, results code (B)(4), and method code (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Additional MFR narrative correction to supplemental report 003. If information is provided in the future, a supplemental report will be issued.